Event description:
When using siemens radiation therapy (rt) suite to generate synthetic computed tomography (CT) images from pelvis magnetic resonance imaging (MRI) in female patients, we noticed bony-looking artifacts on the images. No such artifacts were noted on male patients. No patient harm occurred as a result. Bony-looking artifact shown on "synthetic CT" images.